Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced angina. At the index procedure, an unknown size taxus liberte stent was implanted in an unknown coronary vessel. At the patient's 9 month follow up visit, it was reported that there was an increase in anginal symptoms, and that this was a change from the 6 month follow up visit. One day following the 9 month visit, the patient underwent cardiac catheterization which revealed 5% stenosis of the proximal left anterior descending coronary artery with a minimum lumen diameter of 3.1mm and reference vessel diameter of 3.26 and timi-3 flow. No treatment was noted. Additionally, 42 days following this cardiac catheterization, the patient underwent treatment for 100% stenosis of the proximal and mid right coronary artery. It was treated with placement of two unknown size non-bsc stents resulting in 0% residual stenosis. The patient's condition was reported to be good and was discharged 2 days later. At the 1 year follow up visit, the patient had no anginal symptoms. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).